Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the postal/zip code is initial reporter name and address and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with an angio-seal vip device. A pre-operative angiography showed that the blood vessels were in good condition, and a 6fr device was chosen to be used. During the blocking process, the resistance was relatively large, however the operation was successfully completed. After the operation, there was still bleeding. The blood was stopped by hand pressure and no abnormality was observed for 24 hours. The patient was reported to be in stable condition. Additional information was received on august 2, 2019. The patient has a history of diabetes, hypertension and coronary artery disease. This was a right femoral artery puncture. The patient was discharged. Additional information was received on august 6, 2019. The procedure being performed prior to use of closure device was a femoral angiography. A 5fr procedural sheath was used. The blood loss was less than 250cc.